Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after feeling 'hiccupping' in her chest. Upon interrogation, the right ventricular lead exhibited low r-waves, no capture threshold measurements, and a significant drop in impedance. It was determined that the lead had dislodged. The patient was believed to be a twiddler. The patient presented for lead revision. During the procedure, it was noted that the helix would not extend after retracting it. The lead was explanted and replaced. Patient was stable.